Event description:
Healthcare professional reported right side rupture. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
The device was not returned. Picture of the device was provided. Visual analysis: visual analysis of the photographs identified: ¿ rupture: no observed rupture through the photos provided no additional observations were carried out. No further actions are required as the device is observed out of its sealed package. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Device has been explanted and replaced.